Event description:
Non-us event; occurred in canada. Consumer reported upon removal of a tampon, the pledget was somewhat dry and it fell apart into two pieces with one piece remaining inside of her. She was unable to manually remove the remaining pledget piece from her vaginal cavity so she went to the emergency room where it was fully removed. She did not have any follow-up medical required and she did not experience any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed, the finished product met all quality release criteria, and specifications were within allowable limits prior to release.